Manufacturer narrative:
One truepass needle was returned for evaluation. Visual assessment of the needle confirmed the reported complaint. The needle tip has broken off at the suture pick-up slot. The broken tip was returned for examination and showed slight wear consistent with multiple passes. Dimensional assessment of the needle confirmed it met print specifications. This investigation could not identify any evidence of product contribution to the reported complaint.

Event description:
It was reported that during the procedure the needle was broken. No broken piece remains in the patient. No patient injury reported.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation could not draw any conclusions about the reported event without the return of the device. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Additional information entered in (lot number, expiration date and UDI number) & (510k).

Manufacturer narrative:
Examination is not possible, as the device will not be returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.